Manufacturer narrative:
Country: (B)(4). Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative (rep) that their implantable neurostimulator (ins) had experienced "premature" depletion. It was stated the ins discharge occurred "during normal use." It was initially noted that "not recharge" was how the issue was identified, while later follow-up indicated the rep had "forced charging two times" with the ins with "no results." The patient reportedly was "very serious with her system" and there device had no impedance problems. The ins was replaced as a result of the event and the issue was resolved. The patient was alive with no injury at the time of report. Additional information was later received that indicated that the event was reported in error and that the ins was "not out of order" and could be interrogated. The rep further indicated the surgeon involved with the event had just decided to change out the system for a different manufacturer's device. It was unclear whether this information was reported in error; follow-up was requested to clarify whether the initial event actually occurred or whether it was indeed reported in error.